Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/06/2015, a medtronic representative, following-up at the site, reported the same inaccuracy was observed when using both tracer and touch-n-go registration. The site typically uses a tracer registration. A picture of the tracer registration was not available, however, the site representative stated they "take more points behind the head or in the zone they will work". During the medtronic representative's testing, the inaccuracy was always on the same side - emitter did not move position. On 05/13/2015 t,he medtronic representative, performed further testing, at the site, with a resin head attached. There was some inaccuracy, but deemed it likely due to poor tracer pattern; no points collected on bridge of nose. Recommendations were made to improve tracer pattern as with proper tracing technique, the navigation system was accurate.

Manufacturer narrative:
Correction: there was a patient present during the reported incident. The surgery was a navigated transfenoidal cranial resection. The surgeon used navigation to complete the procedure. There was minimal delay to the procedure and no impact to the outcome of the patient. Patient information provided. A medtronic representative went to the site to test the equipment. A system evaluation was performed at the site. The navigation accuracy was verified using all the registration methods, patient's reference (invasive and non-invasive) and different instruments. The system was also tested with another emitter and an axiem portable system. The accuracy of both systems was verified. The navigation accuracy with the optical system was also verified. Both technologies are working according to the system specifications. The software files of the patient¿s exams were analyzed. The inaccuracy reported was essentially a result of a poor tracer patter. The proper tracing technique requires: at least 25% of the tracing points should be collected at the tip of the nose and then go around the whole head (forehead, behind the ears, and back side) with the remaining points to make sure to get points from all areas. With the proper tracing technique, the system was confirmed to be accurate. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. As previously reported the most likely cause was user technique during patient registration and the site staff was informed of this cause. The instructions for use (IFU) that accompanies the device contains instructions regarding proper tracer registration technique.

Event description:
A site representative alleged that, they were experiencing some inaccuracy when using axiem for transfenoidal procedures in neurosurgery. There was not a specific procedure reported. No specific measurements, or other details, were provided. The site representative reported that, in trouble-shooting, navigation was performed with different instruments, demo patients and registration methods. Navigation was accurate in the frontal part of the patient (nose and forehead), however, inaccurate in some other areas of the head. While in one side of the patient the instrument was off; in the other side, the instrument appeared to be inside the skin almost touching the skull. This call was a general question, there was no patient present.